Manufacturer narrative:
The hill-rom technician found the foot section had fallen off of the bed frame due to the patient placing their hand on the foot section. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. An investigation is being performed and this issue will be addressed under an engineering change. The technician replaced the foot section to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a report from the account stating they have had two instances where the patient has placed their hand on the foot section of the bed and it has dropped to the floor. They could not provide hill-rom with the dates. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).